Manufacturer narrative:
A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). The device history record for the reported lot number, m7214t303, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. On sample device was returned. The 15mm end of the flex connector was returned attached to the male insert of the dse. There was no distance/gap between the leading edge of the flex connector and the top of the dse flange. A certified ruler was placed next to the mated components. The flex connector was rotated, the dse male insert rotated with the flex connector (360 degrees). A loose connection was unable to be observed due to the presence of the tape adhesive that continue to bond the two components. The appearance of the male insert and flex connector were unable to be examined as well due to the bonding of the components with medical tape that could not be detached. Force was applied to try and detached the two components (male insert and flex connector) however, it could not be separated. There was adhesive residue around the male insert, flex connector and evidence of medical tape on the dse flange. All information reasonably known as of 02-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the third of three reports. Refer to 8030647-2018-00129 for the first event. Refer to 8030647-2018-00130 for the second event. It was reported that the flex tubing connection was falling off. The clinicians were saying when the device gets warm and the patient is moved, the flex connector falls off the elbow. There was no patient injury and no medical intervention. The device was in use for less than 24-hours. Heated wire circuits were used.